Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Device interrogation revealed the right ventricular lead exhibited high pacing impedance and high capture thresholds. Multiple episodes of high ventricular rate and noise reversion due to noise on the ventricular lead were also observed. On (B)(6) 2016, during lead revision an image revealed deformity at the clavicle; lead fracture due to clavicular crush was suspected. The lead was capped and replaced. The patient's condition was good post procedure.